Event description:
It was reported that the customer answered ¿yes¿ to the survey question "since receiving the notification letter, are you aware of any events with the bd alaris¿ system not providing low battery alarms and an infusion being stopped due to battery depletion?¿ there was no patient involvement.

Manufacturer narrative:
The reported issue that the pcu 1.5 module had low battery alarm failure, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
No device will be returned per customer.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "since receiving the notification letter, are you aware of any events with the bd alaris¿ system not providing low battery alarms and an infusion being stopped due to battery depletion?¿ there was no patient involvement.